Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and possible virus on (B)(6). Blood glucose value was as high as 400mg/dl and she had nausea vomiting and diarrhea and had only treated with her pump. Customer¿s current blood glucose is 228 mg/dl. Customer had only treated with pump for high blood glucose levels. The drive support cap appeared normal the customer was wearing the insulin pump during the hospitalization. The customer was advised to follow healthcare professional¿s instruction. The insulin pump will not be returned for analysis.